Manufacturer narrative:
The sample has been received and is currently being decontaminated prior to investigation. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
PICC line placed on (B)(6)2009 for long term antibiotics. Difficulty experienced when attempting to remove. X-rays taken and knot was visible. PICC line surgically removed on (B)(6)2009. No harm to pt.